Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction:section d unique identifier (UDI) and section e initial reporter prefix. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that the matrix drawer 1 on the main unit had a broken chassis that blocked the release arm, preventing the drawer from closing. The fse assisted the pharmacy technician in unloading medications by manually holding the release arm to close the drawer. The drawer was ordered for replacement, and the pyxis bus board connector was unplugged to disable the return bin. Then the fse found that the release arm stopper was broken, and the chassis was replaced. The repair was tested and confirmed that the drawer had passed hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.